Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that patient stated that she had a hip replacement approximately three years ago by dr (B)(6) at (B)(6) hospital and has been experiencing pain ever since. She says she cannot walk without the assistance of a walker for approximately two years and is currently on percocet.